Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. (B)(6).

Event description:
It was reported that while using biogx sars-cov-2 open system reagents for bd max¿ system false positive results were obtained by the laboratory personnel. Confirmatory testing was performed using a cepheid test method and the results were negative. There was no indication that results were reported out and there was no report of patient impact. Eua #: (B)(4).

Manufacturer narrative:
It has been determined that this is a duplicate of MFR report #1119779-2021-00392 (pr# (B)(4)). Therefore this report should be considered canceled.

Event description:
It was reported that while using biogx sars-cov-2 open system reagents for bd max¿ system false positive results were obtained by the laboratory personnel. Confirmatory testing was performed using a cepheid test method and the results were negative. There was no indication that results were reported out and there was no report of patient impact. Eua #: (B)(4).